Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/out of date power switch could not be identified. However, it¿s likely the cause is related to the amount of operating force applied to the power switch and the number of times exceeding the expected value. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center on/off button fails to work. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, damaged power switch, defective video socket, and front panel poor appearance were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.